Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke during impaction of the femur; however, the procedure was successfully completed with a smith and nephew backup device within a 0-30-minute surgical extension. No patient injury was reported. It was communicated that the requested medical documentation was not available for review. The product evaluation did confirm the post was broken off (not returned) and noted significant signs of wear/usage of the device. Since no injury/harm was alleged and the procedure was successfully completed, no further patient impact would be anticipated. No further medical assessment is warranted at this time. A visual inspection confirmed one of the posts is broken off the journey fem impact bumper rt and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during impaction of the femur the device broke. The procedure finished with a smith and nephew backup device. Surgical delay less than 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.